Event description:
Information was received indicating that the cadd legacy plus pump alarmed once and stopped infusing remodulin for no apparent reason. There were no adverse events reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy plus pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. No issues were found during calibration and functional test. Based on the investigation, the complaint allegation was not confirmed.

Manufacturer narrative:
H3: two bivona tracheostomy tubes from p/n 670170, l/n 3778530 were received in used condition without their original packaging and with the certificate of safe handling. Visual inspection was performed at 12" under normal lighting to received units, in order to detect any damage on the cuff; no damage could be detected. The samples were inflated with 15cc of air and tested using a calibrated rule. When measuring the cuff, the percentage for cuff symmetry for sample 1 was 46.66% and for sample 2 was 43.33%. These results are over 40% which is the minimum acceptable. Based on the test, the units are within specification. Relevant documents were reviewed and considered adequate and correct for testing and inspection activities. The reported issue was unable to be confirmed as there was no fault found with the returned tubes.